Manufacturer narrative:
Patient outcome was not provided by the reporter. Device breakage is not labeled in the IFU. Event evaluation: still under investigation.

Event description:
The device broke off in the patient. No additional details have been provided by the reporter. Patient outcome is unknown as not provided by the reporter.